Event description:
Boston scientific received information that this right ventircular lead dislodged. A lead revision procedure was performed and this lead was surgically abandoned, and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.